Manufacturer narrative:
The tech investigated and found a pinched communication cable. The most likely cause is improper storage of the cable during transport of the bed.

Event description:
The account reported the nurse call does not function. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).